Event description:
Customer reported erroneous differential results without instrument generated flags were obtained when using a coulter lh 780 hematology analyzer. The differential results were generated on 09/18/2008 and determined to be erroneous when compared to a manual differentials with 84% and 87% blast cells. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This event represents 1 of 2 events reported by this customer of this patient using one of two coulter lh 780 hematology analyzers.

Manufacturer narrative:
Sample collection and storage information was not provided. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before this incident and recovered within assay limits. The lh780 instruments sensitivity level for flagging was set to [2222], which is the mid-level setting for the following flags: blasts and variant ly, imm. Ne 1 and imm. Ne 2. Imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes. Service was not dispatched for this event. Raw data analysis demonstrated that the sample showed a dominant lymphocyte population and low neutrophil population. This indicated that the sample was not significantly abnormal to trigger flagging for the presence of blast cells. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. This MDR represents event 1 of 2 reported by this customer for this patient sample with one of two coulter lh 780 hematology analyzers. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00549.